Event description:
Patient developed generalized rash on both arms after receiving test implant. Reporter considers this a positive skintest, and has prescribed medrol dose pack (orally) and referred patient to dermatologist.